Manufacturer narrative:
(B)(4). The sample associated to this report is expected, if the sample is received a summary of the sample analysis will be provided in a supplemental report.

Event description:
Customer states: prior to use, a doctor felt strong resistance when air was injected in the cuff. Customer confirmed no patient involvement.

Manufacturer narrative:
(B)(4). Based on information from complaint tracking system, received sample, provided picture and manufacturing controls,the following facts are concluded: the failure mode was confirmed in the received sample.